Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 80mm in length and was located in the right coronary artery (rca). The physician used a jr5 guide catheter and a crossing guide wire to access the lesion. The guide catheter was advanced just proximal to the lesion in the rca and the crossing guide wire was advanced across the lesion. The crossing guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician treated the proximal 40mm of the lesion by performing two runs at low speed and one run at high speed. The physician then treated the distal 40mm of the lesion by performing one run at low speed and one run at high speed. Post-atherectomy angiography revealed a perforation in the proximal rca. The oad was removed and the physician resolved the perforation by performing balloon angioplasty and deployment of two overlapping stents. The patient status remained stable throughout the procedure. Additional information was requested, but was denied by the facility.